Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/the right tubal ostia was cannulated per protocol with s coils noted within the uterus') in a 29-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lipoma in 2005, tonsillectomy in 1994, latex allergy, cholecystitis, kidney stones, lithotripsy, multigravida and parity 2. Previously administered products included for an unreported indication: ocps from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included menometrorrhagia and uterine bleeding. Concomitant products included nsaids since january 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2008-per mr-it was deployed easily with 4 coils noted visibly within the uterine cavity. Insertion details:(B)(6) 2009-per mr:laparoscopic bilateral tubal occlusion via tubal ligation filshie clips. As per medial record: (B)(6) 2008,the patient underwent essure micro-insert sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: abdomen: two views of the abdomen demonstrate a single fallopian tube wire on the left. The right-sided fallopian tube wire is not seen on this examination. Scanning with fluoroscopy shows no evidence of a metallic density that is compatible with the missing tubal wire.. Computerised tomogram - on (B)(6) 2009: result; failure to occlude (close) fallopian tubes. That they could not find the right coil. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, dyspareunia, dysmenorrhea. Lot number: 627300 manufacture date: 2008-05 expiration date: 2010-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/the right tubal ostia was cannulated per protocol with s coils noted within the uterus/migration: yes') and genital haemorrhage ('gen. Abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lipoma in 2005, tonsillectomy in 1994, latex allergy, cholecystitis, kidney stones, lithotripsy, multigravida and parity 2. Previously administered products included for an unreported indication: ocps from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included menometrorrhagia and uterine bleeding. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted total laproscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2008-per mr-it was deployed easily with 4 coils noted visibly within the uterine cavity. Insertion details:(B)(6) 2009-per mr:laparoscopic bilateral tubal occlusion via tubal ligation filshie clips. As per medial record: (B)(6) 2008,the patient underwent essure micro-insert sterilization. She received treatment for migration, pain: pelvic/abdominal,gen. Abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: abdomen: two views of the abdomen demonstrate a single fallopian tube wire on the left. The right-sided fallopian tube wire is not seen on this examination. Scanning with fluoroscopy shows no evidence of a metallic density that is compatible with the missing tubal wire.. Computerised tomogram - on (B)(6) 2009: result; failure to occlude (close) fallopian tubes.that they could not find the right coil. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure - on an unknown date: left occlusion only. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, dyspareunia, dysmenorrhea. Lot number: 627300 manufacture date: 2008-05 expiration date: 2010-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal pain, gen. Abnormal bleeding added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/the right tubal ostia was cannulated per protocol with s coils noted within the uterus') in a (B)(6) year-old female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lipoma in 2005, tonsillectomy in 1994, latex allergy, cholecystitis, kidney stones, lithotripsy, gravida ii and parity 2. Previously administered products included for an unreported indication: ocps from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included menometrorrhagia and uterine bleeding. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2008- per mr-it was deployed easily with 4 coils noted visibly within the uterine cavity. Insertion details: (B)(6) 2009- per mr:laparoscopic bilateral tubal occlusion via tubal ligation filshie clips. As per medial record: (B)(6) 2008,the patient underwent essure micro-insert sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: abdomen: two views of the abdomen demonstrate a single fallopian tube wire on the left. The right-sided fallopian tube wire is not seen on this examination. Scanning with fluoroscopy shows no evidence of a metallic density that is compatible with the missing tubal wire. Computerised tomogram - on (B)(6) 2009: result; failure to occlude (close) fallopian tubes. That they could not find the right coil. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: vaginal haemorrhage, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs & mr received. Lot number was added. Reporter's information was added. Patient's demographics was added. Added event expulsion of essure device, abnormal bleeding(vaginal, menorrhagia), depression and mental anguish, dysmenorrhea (cramping), dyspareunia. Updated outcome of pelvic pain from unknown to recovering/resolving. Event onset date was added. Historical drug, historical conditions, concomitant drug, concomitant conditions, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.